Event description:
The facility reported a pump that turns off intermittently. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
The pump has not been received for eval. A f/u report will be filed once the device is received and evaluated or if any add'l details become available.